Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: found crack in case near upper right corner of display-damage to pump case. Leak due to cracked pump case with evidence of moisture corrosion on transceiver board, on back side of battery canister, and moisture on display. The battery cap is missing, used test cap for all steps, test battery cap does tighten fully. A battery compartment crack was found below bumper pad. Blank display due internal moisture damage. Blank display at power up with audible and vibe. Unable to test any button due blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.